Manufacturer narrative:
(B)(4). The reported set screw anomaly could not be confirmed in the laboratory. Upon receipt, the rv set screw was not returned with the device. The device was tested on the bench and test set screws were inserted and secured successfully. The cause of the field event could not be determined.

Event description:
It was reported that during the implant procedure, the rv lead connector port was found to be defective. The physician elected to not implant the device and a different one was implanted instead. The patient was stable.